Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device was part of a system revision due to escherichia coli (e. Coli) infection. There were no additional adverse patient effects reported. Due to the limited information received, further follow-up to obtain related details was not possible.